Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed an 24g insyte autoguard unit from lot number 3129118 with the needle tip protruding through the catheter near the catheter tip. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A spear through may occur during manufacturing due to a misalignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. The damage can also occur during use if the needle is retracted and reinserted into the catheter either during tip adhesion break or during the venipuncture attempt in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd insyte¿ autoguard¿ bc shielded IV catheter's needle went through shield. The following was received from the initial reporter: details of complaint (reported issue): needles defective. Description of product: catheter ins ag wgd 24gx19mm 50 ea/bx 4 bx/ca (200). Patient injury: no.